Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation consisting of itchy, welts and skin break out while wearing the flex with vermed electrodes. The patient did seek medical treatment and was prescribed triamcinolone to treat the irritation. The patient followed skin preparation instructions and did not report any skin sensitivities or allergies to metals or adhesives. The patient took a break-in-service for a couple of hours. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation consisting of itchy, welts and skin break out while wearing the flex with vermed electrodes. The patient did seek medical treatment and was prescribed triamcinolone to treat the irritation. The patient followed skin preparation instructions and did not report any skin sensitivities or allergies to metals or adhesives. The patient took a break-in-service for a couple of hours.